Manufacturer narrative:
Patient code 3191 was applied to capture the medical intervention (defibrillation threshold (dft) testing).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing. Technical services (ts) discussed reprogramming options. Subsequently, the crt-d delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensing p-waves. Ts provided additional reprogramming options. Additional information was received which indicated that the sensitivity was reprogrammed and defibrillation threshold (dft) testing was performed. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received which indicated the oversensing resulted in pacing inhibition. The patient did not experienced asystole. This crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing. Technical services (ts) discussed reprogramming options. Subsequently, the crt-d delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensing p-waves. Ts provided additional reprogramming options. Additional information was received which indicated that the sensitivity was reprogrammed and defibrillation threshold (dft) testing was performed. This crt-d remains in service. No additional adverse patient effects were reported.